Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was in emergency room due to diabetic ketoacidosis and high blood glucose of 700mg/dl on (B)(6) 2019. Customer¿s current blood glucose was 447mg/dl and customer was treated with 5 units from manual injection and insulin drip. Customer had symptoms of nausea. Customer was using insulin pump system within 48 hours of reported incident. Customer noticed air bubbles in infusion set. Device will not be returned for analysis.